Manufacturer narrative:
Batch review performed on 12 november 2018. Lot 157060: (B)(4) items manufactured and released on 08 april 2016. Expiration date: 2021-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised the tibial tray and liner 2 years and 1 month after primary surgery.